Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the device would not mesh. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d1, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the reported event of -not meshing- was unable to be confirmed. Device passed the test mesh during device evaluation, therefore the mesh issue is cosmetic. It was noted that the screws, cutter, and roller were worn, damaged, and discolored respectively and were replaced as cosmetic issues. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.